Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported issue was not confirmed or replicated. System logs found error 25730 points to the setup joint (suj). A visual inspection found no issues to be related to the reported event. The unit was installed onto a golden system and patient side cart fixture test platform (pftp) where the component functioned as expected and all relevant testing was passed within specification. While the failure was not replicated during in-house testing of the returned part, the errors observed in the system logs point to an issue with the suj. This issue may be resolved by fse service to the replace the part.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the customer reported to technical support engineer (tse) that recoverable fault on universal surgical manipulator (usm3) was observed. Tse noted multiple errors on usm3 at the distal end. Tse recommended to hard power cycle the system. The customer tried to recover the fault a couple of times; however, the issue persisted. The customer disabled usm3. The procedure was completed as a three-arm procedure with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to repeated recoverable faults. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.